Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non sustained right ventricular over-sensing due to post paced t wave over-sensing was observed on the implantable cardioverter defibrillator. Programming changes were recommended and to be completed at a later date. The patient was stable.